Event description:
The hcp reported that the patient experienced "withdrawal" in july 2006; the patient believes that the pump is "ineffective." A dye study was negative for catheter break, kink or occlusion. The patient was supplemented with oral medications until the pump was explanted or replaced. The patient was receiving fentanyl via the pump. A follow-up report will be sent if additional information becomes available to us.